Manufacturer narrative:
H10: internal reference number: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff procedure, when the twinfix ti 3.5 ultrabraid was being screwed into the bone, the suture broke. The broken pieces were removed from the patient with tweezers. The insertion was site cleared of all debris prior to insertion of the anchor. Surgery was completed with a back-up device instead, used in the same originally drilled bone hole. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the distal end deformed and the anchor in place. No suture strings were returned. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, additional material testing is not required. An analysis of the customer provided image found the tip of the device and part of the upper shaft. The anchor is in place and no visible defects are observed. No suture is seen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the material composition, and that a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.